Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's wife that the patient is deceased. It was further reported that the patient received cardiopulmonary resuscitation (CPR) before passing away. The patient's wife further noted that the patient had "symptoms the week he died, he fainted on monday, and then his heart stopped on friday, and the device never fired not even once and they couldn't get the device to fire."